Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of premature battery depletion could not be confirmed. Longevity calculations were performed and the battery depletion was found to be normal. Bench tests were performed and the device was found to be normal.

Event description:
It was reported that there was a short margin between eri and eol. Device was explanted and replaced.